Event description:
It was reported that allegedly the bed is stuck with the knee up and loss of some bed functions. No pt injury reported.

Manufacturer narrative:
The bed was not calibrated correctly which may have caused the angles on the bed to be burned in incorrectly.